Event description:
Customer reported that the instatrak was locking up when a certain patient scan was pulled up.

Manufacturer narrative:
Gehc surgery field service engineer tested the system. The same thing happened on that patient. The system locked up and had to be rebooted to unfreeze the system. All the other patients worked correctly. Determined that one scan was corrupted and was causing the system to freeze. Advised the customer to rescan that patient to correct the problem. The instrument was not the problem. There was no injury to the patient.